Manufacturer narrative:
Corrected field: reporting contact (g1). The reported event could be confirmed since the device was returned and was found to be in condition stated in the event description. The device inspection revealed that the instrument was broken at the hexagonal tip level. A microscopic inspection showed that the device rupture corresponded to a ductile fracture caused by a torsional torque (twisted tip), indicating that the device was subjected to high force during use (final central screw tightening step). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The labeling states that: it is mandatory that the glenoid sphere is screwed manually, single use devices cannot be reused, instruments should be examined for wear or damage prior to surgery. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by application of a high torsional overload that contributed to the reported event. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that a: ''screwdriver blade dwd167 broke off while tightening the center screw. Parts of the blade remained in the screw hole of the glenosphere. It was then performed manually.''

Event description:
It was reported that a: ''screwdriver blade dwd167 broke off while tightening the center screw. Parts of the blade remained in the screw hole of the glenosphere. It was then performed manually.''.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.